Event description:
It was reported that the patient showed increase in seizures but not above pre-vns baseline. The site thought that the battery was nearing end-of-service, however, battery life calculation showed approximately 2.53 years before eri=yes. Site mentioned about dcdc code equal to zero and they thought there might have been some lead issue. Good faith attempts to obtain additional information was unsuccessful. As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the patient's device, this file was found to be possibly related to a short-circuit condition.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.